Event description:
The cement set prematurely. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is attributed to factors external to the product. No abnormalities in the cement were observed. All test results were satisfactorily and in accordance with the registered spec for the product.